Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 45.5 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. In the course of the analysis the lead body demonstrated multiple signs of wear along the distal lead fragment which might have contributed to the observed noise, reported in the complaint description. In particular 37 cm proximal to the lead tip the insulation was rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant friction against another implantable device such as a nearby lead during the relatively long service time of more than 7.5 years should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore the lead showed cuts in the insulation and a deformed shock coil which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this lead was implanted with an OEM ICD. The manufacturer of the ICD confirmed noise from this rv lead. At that time there were no issues noted regarding measurements. Noise interruption previously occurred, but it was not detected, so the physician decided to monitor the patient for now. Update: this lead was explanted.